Event description:
The customer reported via phone call that the insulin pump had two motor error alarms. Customer reported that the motor error alarms occurred when the reservoir was empty. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 195 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
No low reservoir alarm noted. Unit was unable to prime during prime/a33test due to moisture damage on back pressure sensor. Unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. No motor error alarm noted. Motor was tested outside the device and passed. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked lcd window.